Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device "misfired"? What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Was the safety reset before removal attempted? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Were there any patient consequences as a result of the event? If yes, please provide further detail of those consequences.

Event description:
It was reported the during an unknown procedure, the stapler misfired. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify how the device "misfired"? What degree of hemorrhoids did the patient have? The patient had second degree of hemorrhoids. The device misfired while firing only some part of the mucosa was stapled. What confirmation was received that the device was fully fired? The washer cutting sound confirmed full firing. Where within the gap setting scale was the orange indicator prior to firing? The indicator was well within the gap setting scale. Did the device cut? The device cut the mucosa. If the device cut was the cut line fully circumferential around the target tissue? The cut was fully circumferential. Did the device staple? The device stapled only some of the tissue. Was the staple line complete? The staple line was incomplete. Were there any staples missing from the staple line? Yes there were missing staples. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? The staples were b shaped. Was the safety reset before removal attempted? The safety was reset before removal. How many counter-clockwise revolutions were used to open the device? 3/4 counter clockwise revolutions were used to open the device. How was it confirmed that the anvil was free from the tissue prior to removing? The stapler was rotated 90 degrees to both sides to confirm the anvil was free. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes the knob was turned ¾ rotations was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes device was rotated before opening. Were there any patient consequences as a result of the event? If yes, please provide further detail of those consequences. The patient was bleeding profusely but was managed by the surgeon by using vicryl suture.